Event description:
The facility reported a pump with failure code 812:02. This problem was identified prior to use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or, if any additional information becomes available.